Event description:
Related manufacturer reference numbers: 2017865-2023-47557. It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited failure to deliver shock for a non-sustained ventricular tachycardia due to incorrect interpretation of signal, and the right atrial (ra) lead exhibited poor sensing and high capture threshold. Programming changes were made. Information regarding patient condition was requested but not received.